Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedances and intermittent oversensing noise. Fluoroscopy imaging was performed which the rv lead had been discovered to have fractured. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was disposed of by the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).